Manufacturer narrative:
H6, medical device problem code: a040601, deformation due to compressive stress, has been added.

Manufacturer narrative:
H6. Medical device problem code added. H6. Health effect - impact code added. H6. Medical device problem code a150205 code no longer applies. H6. Health effect - impact code f26 no longer applies.

Event description:
It was reported that a axillary impella 5.5 attempted via right axillary graft of 10 mm vascutek gelweave. Unable to advance 5.5 past sharp angle where subclavian artery turns inferiorly towards aortic arch. Aborted further attempts to advance 5.5. An impella cp was opened and successfully placed via same access.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Analysis summary: difficult to advance: returned pump visually inspected. Cannula kink near outlet observed. No other abnormality found. The root cause of unable to advance 5.5 pump most likely was patent condition related where subclavian artery turns inferiorly towards aortic arch and patient had an aortic valve and mitral valve replaced a week pre procedure. Device history review: the complaint pump passed all post sterile inspection checks.